Manufacturer narrative:
(B)(4). G2: foreign, japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product was found non-conforming at the distributorship. There were wrinkles in the sealing. There was no patient involvement. Attempts have been made and no further information has been provided.